Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient asked if it was possible that in the area of the paddle pt would feel some heating, burning sensation, shocking here and there. Pt said 'I am talking pain'. Asked if pt was experiencing those symptoms. Pt said yes, it started about 2 months ago. Pt stated they were having pain in the area of where the lead is between shoulder blades and where the leads connect, which would be underneath a little bit, a couple of inches down, it hurt in that area and their lower back hurt too again. Pt had no falls/no trauma. Reviewed device needs to be checked by hcp. Pt then said they just did not know anything about their system other than it was not working for them. Pt was redirected to hcp.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, lot/serial# (B)(4), implanted: (B)(6) 2014, product type lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 31-mar-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 39565-65 , serial# (B)(6), implanted: (B)(6) 2014, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a mdt rep on may 11th. The rep reported that the paddle lead with the severed cabled was the mdt lead. The patient was still having discomfort at the paddle lead insertion site. 8 of 16 impedances were still out of range after the replacement. Patient reported that the issue is still unresolved and is still hoping to get paddle lead replaced.

Manufacturer narrative:
Continuation of d10: product ID 39565-65 lot# serial# (B)(6). Implanted: (B)(6) 2014. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on april 5, 2022. The manufacturer representative (rep) reported that on an unknown date, the patient had their implanted neurostimulator (ins) that was implanted in 2014, replaced with an abbott ins. The pt later decided they wanted to go back to a mdt ins, so the abbott ins was replaced on april 5, 2022. During the replacement procedure, it was noticed that one of the cables from the paddle lead had been completely severed. The hcp and the rep determined it had to have happened when they replaced the 2014 ins with the abbott ins because only one lead and one adaptor was connected to the abbott ins. The cause was unknown. The rep reported they checked impedances (but results were not provided). No actions were taken other than connecting the working cable of the paddle lead to the new ins and adding a plug to the second ins port. Issue was reported to be resolved.